Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) helium transducer not calibrated. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9, g1-contact person-mfg site, g3, g6, h2, h3, h4, h6-(type of investigation code, investigation findings code, investigation conclusion code), h11. Corrected fields: h6- medical device-problem code. A getinge field service engineer (fse) evaluated the unit and upon inspection unit was functional and able to complete an autofill. Units drive and vacuum set points were recalibrated. Performed both the high pressure and low pressure tank transducer calibrations. Device passed all performance and safety tests according to factory specifications. Device was returned to customer.